Manufacturer narrative:
Additional information: implant date. An event regarding crack/fracture was reported involving mrh femoral component. The event was confirmed by attached mar. Method & results:  device evaluation and results: visual inspection of attached images was performed and stated that . The femoral component and stem were returned in the assembled condition. The femoral bone cement was observed on the proximal surface of the femoral component and stem. Scratching was observed on the articulating surface of the femoral component. The fractured condyle was examined further using a scanning electron microscope (sem). Ma the fractured condyle was examined further using a scanning electron microscope (sem). Fatigue striations were observed on the fracture surface near the articulating surface indicating the component fractured in fatigue. The dimple morphology near the proximal surface indicates that final fracture occurred in overload. Energy dispersive spectroscopy (eds) analysis was performed on the femoral component, tibial rotating component, and axle. The results from the eds spectrum are shown in table 1. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surface examined. Clinician review: no medical records were received for review with a clinical consultant device history review: product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: it was reported that - visual inspection of attached images was performed and stated that . The femoral component and stem were returned in the assembled condition. The femoral bone cement was observed on the proximal surface of the femoral component and stem. Scratching was observed on the articulating surface of the femoral component. The fractured condyle was examined further using a scanning electron microscope (sem). Ma the fractured condyle was examined further using a scanning electron microscope (sem). Fatigue striations were observed on the fracture surface near the articulating surface indicating the component fractured in fatigue. The dimple morphology near the proximal surface indicates that final fracture occurred in overload. Energy dispersive spectroscopy (eds) analysis was performed on the femoral component, tibial rotating component, and axle. The results from the eds spectrum are shown in table 1. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surface examined. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes and x-rays to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Protheos distributor reported that : "mrh femoral housing failure" first implantation (B)(6) 2013. Second intervention (B)(6) 2014. Revision surgery : (B)(6) 2019.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Protheos distributor reported that: "mrh femoral housing failure" first implantation (B)(6) 2013, second intervention (B)(6) 2014, revision surgery: (B)(6) 2019.